Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that while her daughter was sleeping, the tubing broke off at the infusion site. It got detached from where the needle went in and it was still clicked in, but the tubing was off. This had happened twice, and she woke up with blood glucose level in high 200 mg/dl. She changed her site and insulin started going. Thereafter, she was fine. The site location was her butt and the patient's mother was unsure of the location of the pump. The infusion had been in use for 24 hours. She was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.